Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk), the device's output time of sync r wave was incorrect. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.